Event description:
Customer revealed that 1 box of item 960044 (lot no 3269882) contained another femoral component (inside of box), corresponding to item (B)(4).

Manufacturer narrative:
Examination of the returned product confirmed the reported event. Periphery systems reviewed and found to meet specifications/ be acceptable (additional data review - add as applicable). Corrective action for similar complaints is being performed and recorded (B)(4). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.